Manufacturer narrative:
The reported events of ¿out of range impedance and failure to capture¿ were not confirmed. As received, a complete lead was returned in one piece with all four tines were intact and undamaged. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited out of range impedance and failure to capture. The lead was removed and replaced. The patient was in stable condition.